Event description:
Health professional called to report a lap-band system "port leak". The alleged leakage was first noticed during adjustments. The pt did not experience restriction. Port explanted and replaced with new port. Upon explant surgery, a hole was noted in the tubing next to the junction of the port. The device is being returned to allergan for product analysis.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual exam may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."